Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Customer¿s blood glucose (bg) was ¿high¿ on the continuous glucose monitor. Elevated bg was addressed by restoring their personal profile and resuming insulin delivery. Customer continued to use pump for insulin delivery.